Manufacturer narrative:
The investigation's findings revealed a device that had been fully clip deployed, which is consistent with the complaint description's condition of the device. The device itself possessed no abnormal observations, had no detected defects or observed malfunctions. Redeployment testing of the device yielded a device that operated properly with the vessel locator holding its deployed state up to and through "step 3", thumb advancer/delivery tube deployment. A review of the DHR further led to no information deemed relevant to this investigation and its findings. Combined, all investigational info yielded a root cause for the complaint that was undetermined. Reference CAPA, opened to address the complaint of premature vessel locator wing collapse.

Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose vascular closure system after a coronary interventional procedure. The physician depressed the vessel locator button and initiated sheath split and the vessel locator popped up. The vessel locator button was depressed again and it popped up a second time. It was depressed a third time. He slid the thumb advancer, heard click three, and triggered without problem. The device was removed. There was no hemostasis. Hemostasis was achieved with manual compression and chito-seal patch. There was no patient injury. No additional information is available.